Event description:
During a clinical study, patient ID# (B)(6) was diagnosed with thyme cancer on (B)(6) 2024. Thymectomy was performed (date currently unknown) and the event was resolved with residual effects on (B)(6) 2025. Due to the tumor¿s location and the potential temporal association, the customer cannot exclude a possible relationship with the subject implant.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Event investigation will be completed, and an update will be sent.